Manufacturer narrative:
Lot number: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. For devices without 510(k) numbers: g.5. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood leakage during collection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood leakage during collection. There was no report of exposure, injury, or medical intervention.